Event description:
The customer was receiving low blood glucose results. The customer tested and received a result of 85mg/dl. The customer stated they had stopped taking 1/2 of their diabetic pill and was eating more because of the low results. The customer stated having high blood glucose symptoms such as thrist, and frequent urination. The customer went to the hosp where their blood glucose was 95mg/dl. A lab was done and their hba1c was 8.5. The customer was given a new prescription for avandamet. A request was made for the return of the suspect device and replacement product was sent.